Manufacturer narrative:
As reported, the sealant protection sleeve of a 5f mynx control vascular closure device (vcd) was found to be damaged, preventing insertion into an unknown sheath. There was no reported patient injury. The device was being used during a percutaneous transluminal angioplasty for hemostasis. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that button 1 and button 2 were not depressed. The stopcock was found in the open position, with no syringe returned for this evaluation. The sealant was present in its manufactured position and partially exposed. The sealant sleeves were observed to be frayed/split/torn. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not show any damage or abnormal condition. No additional anomalies were observed during this analysis. Dimensional analysis to measure the slit length could not be executed due to the frayed/split/torn condition of the sealant sleeves. The catheter working length was measured and found to be within the defined specification. This measurement was taken using the same calibrated tool. Per functional analysis, a simulated deployment test was performed to evaluate functionality. The unit worked as intended, deploying the sealant and retracting the balloon when button 1 and button 2 were depressed. The functional test to evaluate insertion and withdrawal through a csi could not be performed due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant protection sleeve of a 5f mynx control vascular closure device (vcd) was found to be damaged, preventing insertion into an unknown sheath. There was no reported patient injury. The device was being used during a percutaneous transluminal angioplasty for hemostasis. Additional information was requested but not provided. The device is being returned for evaluation. Addendum: product evaluation showed the sealant was partially exposed.